Event description:
A malfunction was reported, specifically a momentary power loss to the vibrator motor of the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.